Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the saw holder screw on the sagittal saw device was off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The sagittal saw with key device was evaluated and it was determined that the that the device¿s clamping mechanism was damaged, the plastic part of the trigger was broken off, and there was traces of oxidation found in the interior which suggests inadequate maintenance. It was further determined that the device failed pretest for general condition, check the saw blade coupling, check the saw heads locking mechanism, and check proper function of the trigger. It was determined that the main reason of the defect was improper handling, which is user error/misuse/abuse. Second to that root cause assessment resulted in lack of maintenance. The issue with the clamping mechanism has been captured in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.